Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment is cracked from threads to bumper pad and between bumper pad and cover. There was evidence of moisture in the battery compartment. The returned battery cap has no damage and is able to carefully attach to the pump and was used to complete testing. The ezprime steps are successfully completed. The black box shows no unusual fluctuation of the voltage. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing. The leak test fails with battery compartment leak. Removed the pump cover and no evidence of moisture observed on the pcb or internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.